Event description:
Pt had a true vf episode was shocked successfully and everything was fine. Alerted via hm but the doctor could not reach the pt to bring him in. The next day a notice for lead impedances out of range was reported. The pt has a st. Jude medical 1581-65, lead. Doctor could still not reach the pt. The pt died later that night. - 2010. On 1/11/10 - per biotronik rep, this device is being retained by the funeral home.